Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular filter delivery system was returned for evaluation. The introducer sheath was returned attached to the storage tube. The pusher sheath/wire was returned outside of the delivery system and it exhibited one kink at approximately 51.9cm from the distal end. The distal end was examined under microscopic magnification and no anomalies were identified. The connection between the sheath and storage tube was evaluated. A slight bent was identified at this connection and the storage tube appeared to have been appropriately connected. The apex of the filter was visible inside the distal end of the storage tube, just proximal to sheath hub. In addition, the distal end of one of the filter limbs was visibly perforating the introducer sheath, distal of the hub. The introducer sheath was returned cut with only the attached segment returning for evaluation. The returned cut segment measured at approximately 21.1 cm from the cut end to the proximal end of the hub. No other visual anomalies were identified on the returned device. Functional/performance evaluation: the storage tube was disconnected from the hub and the filter moved proximally during this process. The filter was then fully exposed and removed from the hub with no resistance. All 6 arms and 6 legs were present and intact. No anomalies were identified. Heat was applied and the filter took the appropriate shape. Dimensional evaluation was performed on the filter and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for the reported failure to advance. The investigation is confirmed for material puncture as a limb was perforating through the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter implantation, the filter became stuck inside the introducer sheath; additional force was applied resulting in a filter leg penetrating through the introducer sheath. The introduction sheath was cut off inferior to the filter allowing for guide wire to gain access to the ivc. The remaining introducer sheath was exchanged over the wire for a new filter that was deployed successfully. There is no reported patient injury.